Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient was wondering why they couldn't have an MRI and inquired if they could have an MRI if they had their system removed. They reported that the device malfunctioned less than a year after they had the device and re-stated the issue of the massive surge. They noted that the device wasn't doing much for the patient at that the time. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that in 2008 or 2009 the patient was sitting somewhere and all of a sudden they felt a big, massive burst that came on really, really strong for a brief second which scared them. The feeling was "more than full power" for 1-2 seconds and it then cut out and stopped working since then and it locked their body up because it was so intense for those 2 seconds. The ins had been sitting dead in their body for 7-10 years. The patient tried charging the implant and nothing happened. No further complications reported.